Event description:
It was reported that the implantable cardioverter defibrillator (ICD) this patient has implanted, was found to be in safety mode. Additionally, low out of range shock impedance measurements were noted on this right ventricular (rv) lead. Technical services was consulted and discussed the cause of the reported observations at this time is unknown, however, it was mentioned the possibility of attempted shocks that somehow resulted in out-of-range measurements instead of opening the plasma fuse. The patient was reported to have experienced cardiac arrest, was found nonresponsive, and is currently intubated in the intensive care unit (ICU). The field representative stated at this time; it is unknown the plan for moving forward until the patient current status improves. No additional adverse patient effects were reported. At this time, this device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).